Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(4) 2024, it was reported by a customer via email that 2x ar-8400td (torpedo, 4.0mm x 13cm) broke in the same case. The first shaver broke shortly after insertion into the handpiece and the second shaver broke whilst in use within the joint. The broken pieces were retrieved from the patient. This was detected during use in a knee arthroscopy on (B)(6) 2024. The case was completed successfully. (B)(4) 2024 - the customer replied that the procedure was completed as the new device was opened and initially used with no problem, that device subsequently broke and had to be retrieved. The customer also clarified that debris was produced when the part broke off the shaver tip.

Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation is confirmed based on the customer-provided picture which displays an ar-8400td torpedo tip is broken. The complaint device was not received for evaluation. The method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. Based off the visual evaluation of the customer-provided picture attached to the complaint, it can be concluded the most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the device during use.